Manufacturer narrative:
(B)(4). Batch # unk. Event date is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that following a living donor nephrectomy procedure, the donor started bleeding after the surgery (in the ward) and needed several blood transfusions (8 e-konc) and after treatment in the angiolab, where they did coiling on the blood vessel.